Event description:
The reporter called regarding abbott freestyle libre 03 device. The reporter mentioned the device gave inaccurate results. On (B)(6) 2024 morning the glucometre showed blood glucose level 95 mg/dl, while the device showed 20 points higher readings. Also when the device showed reading 66 mg/dl, it did not produce any alarm to indicate low reading. The caller suffered low blood glucose and light headedness. The other issue is the device app does not get directly connected to his doctors office website.